Manufacturer narrative:
It was reported that 58 patients underwent patent ductus arteriosus (pda) closure in premature infants between (B)(6) 2018 to (B)(6) 2021, and 8 patients were implanted using a piccolo. Summarized patient outcomes/complications of piccolo were reported in a research article in a subject population with multiple co-morbidities, beckwith weidman syndrome, ruptured omphalocele, sepsis, renal failure, large pda, grade iii intraventricular hemorrhage. Some of the complications reported were embolization, aortic obstruction, surgical intervention, aortic valve stenosis, tricuspid regurgitation, hemorrhage, respiratory failure, seizures, and declining neurologic status. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or individual patient information was received for analysis.

Event description:
The article, "institutional trend in device selection for transcatheter pda closure in premature infants", was reviewed. This article is a retrospective single study experience with transcatheter patent ductus arteriosus (pda) closure in premature infants and compare patients grouped by the device used for closure and also report trends in device selection over time. The devices associated with this study included the microvascular plug, ¿mvp¿ (medtronic, minneapolis, mn); micro plug set, ¿micro plug¿ (ka medical, minneapolis, mn); and amplatzer piccolo occluder, ¿piccolo¿ (abbot, santa clara, ca). Closure of a pda in 58 premature infants was successful using three commercially available devices, all with a favorable safety profle. Over time, the group gravitated towards selecting the micro plug device in most cases because it was short, visible, trackable, delivered through a soft microcatheter, and relatively inexpensive. This comparison of three devices is based on a retrospective analysis with small numbers and thus should be interpreted with caution. [The primary and corresponding author of this study is (B)(6), (B)(6).]